Event description:
The reported product was used for the acl reconstruction by tensioning to the semitendinosus muscle on (B)(6) 2018. It was reported that it had been unable to adjust the suture loop when the adjustable suture (rim) was pulled while applying counter tension to the semitendinosus muscle. It was brand new and the first use when the issue occurred. There was 30 min. Surgical delay and no harm to the patient. Additional information from affiliate: which suture could not be tensioned? ¿ no further information was provided. How was the initial device removed? ¿ no further information was provided. How the procedure was completed?¿ no further information was provided. Were the tunnels cleared of debris after drilling? ¿ no further information was provided. What size was the graft? (Diameter) ¿ no further information was provided. What size was the femoral tunnel drilled? (Diameter) ¿ no further information was provided. What size was the tibial tunnel drilled? (Diameter)¿ no further information was provided. More additional information from affiliate: was the implant removed? ¿ no further information was provided. Was another implant used to complete the procedure? ¿ no further information was provided. What was the reason for the delay? ¿ no further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The reported product was used for the acl reconstruction by tensioning to the semitendinosus muscle on (B)(6) 2018. It was reported that it had been unable to adjust the suture loop when the adjustable suture (rim) was pulled while applying counter tension to the semitendinosus muscle. It was brand new and the first use when the issue occurred. There was 30 min. Surgical delay and no harm to the patient. Additional information from affiliate: which suture could not be tensioned? ¿ no further information was provided. How was the initial device removed? ¿ no further information was provided. How the procedure was completed?¿ no further information was provided. Were the tunnels cleared of debris after drilling? ¿ no further information was provided. What size was the graft? (Diameter) ¿ no further information was provided. What size was the femoral tunnel drilled? (Diameter) ¿ no further information was provided. What size was the tibial tunnel drilled? (Diameter)¿ no further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Epuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was discarded by the customer therefore the device is not available for a physical evaluation. This complaint is not confirmed. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).